Manufacturer narrative:
Two opened and used partial sensors were inspected and a bicarbonate buffer test was performed. One of two sensors failed for high readings and the remaining sensors passed per specification with accurate readings. Both sensor cannulas were bent. It could not be confirmed if the customer received the sensor in said condition due to the sensors being returned opened and used. No needle complaint could be confirmed due to the sensors being returned only with no needles.

Event description:
It was reported that the customer had high blood glucose levels of 559 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 59 mg/dl where the actual blood glucose level was 559 mg/dl. Troubleshooting was done. The customer reported a lost sensor alert from the insulin pump. The customer also reported a bent sensor when the sensor was removed from the customer's body. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 2032227-2014-37354 as it refers to the same event but of a different device.